Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the user smelled something burning and a blank display. The user interface board was replaced to resolve the issue. The parts were not returned for physical examination. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.

Event description:
A user facility reported there was a burning smell and the display was not working on the hemodialysis machine. The facility confirmed on follow-up that the user interface board was replaced and that there was no smoke, fire or sparks. Confirmed no patient involvement. The part was not returned for evaluation and the machine was returned to service.